Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said their toes and feet were hurting a lot. Patient said they turned down the stimulation on group a but the pressure in their legs was still the same. Patient turned the stimulation down to 1.1 and wondered what to do next because their thigh is starting to tighten up. Agent could not hear pt after that. Agent attempted to call pt back and still was unable to hear pt. Pt stated their rep was the one who told them to turn down their stimulation, agent was unable to collect the pt went to see their rep last monday and they reprogrammed the pts ins again. Pt said they went to fargo and they reset the numbers again. Pt noted they went to 3.8 intensity like they did during the trial and that helped but with the implanted neurostimulator they had problems so when they met with the rep they reprogramed the therapy and when the pt got home it was at 4.2 so they left it there for a couple days; pt said they were told to leave it there for 5 days but the pt could not wait since it was tingling so they went to 3.8 and it was tingling further for it was painful. The pt then went to 2.5 and it still tingled really hard so the rep told the pt saturday to turn the stimulator off for 5 days. Pt said they were still tingling and it was painful. Pt was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.